Event description:
A ventilator inoperative code (error 009) was found in a ventilator's downloaded error log while evaluating the device. There was no allegation of a loss of therapy by the customer .the logged error code 009 indicates a potential malfunction of the ventilator's blower motor. The device's blower motor was replaced to address the logged error code. The ventilator's blower motor was evaluated by the manufacturer's engineering department. The ventilator inoperative condition was found to have been caused by a faulty blower motor bearing. There was no patient harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.